Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not performing as expected. Therefore, the pump was explanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and pressure tested. No anomalies were found with the cylinders. The pump was visually and microscopically examined, leak and functionally tested. The pump passed visual and leak tests. However, the pump did not pass activations tests. Based on analysis results, the activation issue identified in the pump confirmed the reported event.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not performing as expected. Therefore, the pump was explanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.